Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. A review of the lot history records was performed for the reported lot for an deviations. The review confirms that the lots met all material, assembly, and performance specifications. As reported, the patient suffered no permanent harm or injury due to the event. The results of the device evaluation will be sent via a f/u medwatch.

Event description:
As reported (B)(6) 2013, a patient of unknown age and gender presented for an endovenous laser procedure. During the procedure, it was noted the guidewire had unraveled inside of the patient's leg. The guidewire was successfully removed from the patient. No piece of the guidewire fractured off inside of the patient. It was reported the patient suffered no permanent harm or injury due to the event. It was reported the disposable device was available for return to the manufacturer for evaluation.